Event description:
It was initially reported to boston scientific corporation that a flexima biliary stent was used during a common bile duct drainage procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when it was attempted to release the stent, the suture got twisted and tangled with the stent, and the stent would not release. Reportedly the procedure was not completed and no further event information could be provided. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; guide catheter broken.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The malfunction found of catheter break. A visual examination of the returned device found the suture was twisted/wrapped around the proximal barb of the stent. The suture hole on the push catheter was found torn, and the proximal end of stent appeared disoriented likely due to twisted suture. The proximal end of push catheter near the hub was found buckled. Additionally, the guide catheter assembly was found stretched and broken close to proximal end near the hub. The broken distal end of guide catheter was found stuck on guidewire and could not be removed due to the stretched working length of guide catheter. No visible damages were observed on the guidewire assembly. A functional evaluation for stent deployment could not be performed as the overall device integrity was not intact. The condition of the returned incident device was consistent with the complaint. However, during device evaluation it was also found that the guide catheter assembly was stretched and broken. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).